Event description:
This medical facility used (3) cook instinct endoscopic hemoclips to treat post polypectomy bleeds. Two (2) were used in one pt/procedure and one (1) was used in another pt/procedure. In all three situations, the clip would not release from the clip deployment device. Each time the clip had to be pulled off the tissue with the clip in a closed position. Intervention was not required. The procedures were completed successfully by using a different clip. See mdrs 1037905-2013-00285, 1037905-2013-00286 and 1037905-2013-00287. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire did not separate inside the handle however, the drive wire was not visible in the component attachment indicating the hook was broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore all device pieces are accounted for. A product-specific discrepancy that would have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of drive wire breakage. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.